Event description:
The account alleged that the cardio pulmonary resuscitation function will not work. No report of injury.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.